Event description:
The user reports progressive hearing loss and tactile sensations on the right side over the last two weeks, with stinging, pulsing sensation (like electric shocks) during in situ measurements. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field the device was explanted due to a decrease in hearing benefit and tactile sensations. Further pulsing sensations (like electric shocks) during in situ measurements were reported. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports progressive hearing loss and tactile sensations on the right side over the last two weeks, with stinging, pulsing sensation (like electric shocks) during in situ measurements. A revision surgery is being considered.